Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tube information sticker attached to their file does not include the lot number and the expiry date. There was patient involvement, and no harm reported.

Manufacturer narrative:
Investigation summary: the investigation of the complaint was limited because no sample was returned. The investigation was done based on the photo provided by customer via e-mail. The customer is claiming the missing informations (lot number and expiry date) on the patient and warning label. The patient and warning label consists of two parts. The first part of the label mentioned by customer that sticks to the tracheostomy tube does not contain information regarding the lot number and expiry date. This information is given on the second part of the label. No trend of confirmed similar customer complaints nor internal nonconformity was identified. Therefore, this issue is considered to be isolated incident only with unknown root cause. A device history record could not be completed as no lot number was received.